Event description:
Surgeon reported to an amo territory manager lens chafing issues with the intraocular lens. He has had 2 patients recently who have had recurrent uveitis, glaucoma and vitreous haemorrhages from lens chafing. Both patients had the lens for some years before presentation and he does not have operative records. The lens chafing is demonstrable by iris transillumination defects that coincide with the lens optic location. This report is for the second lens that was implanted sometime in 2005 and explanted in 2011. Product serial number and exact surgery dates are unknown.

Manufacturer narrative:
A questionnaire received from the physician provided the following additional information: lens is 26.0d. Report of recurrent vitreous hemorrhage first 12 months post operatively. (B)(6). Medication taken prior to surgery: thyroxine, warfarin, (B)(4), pantoprozole. Intraoperative complications - post capsule tear; the intraocular (iol) lens was placed in the sulcus. There was post op vitreous hemorrhage from (B)(6) 2006. ''(B)(6) now hand movements.'' Medication prescribed - maxitrol. A manufacturing record review was performed and showed no deviations. A review of complaint records revealed that no other complaints from this batch number were received. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The device was not received by the manufacturer for analysis. Batch records could not be reviewed as the serial number is unknown. The causal relationship between this device and the patient's adverse event could not be definitively determined. Investigation is ongoing. All information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.